Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon follow up, the customer reported that no patient infection occurred. There have been no deviations or deficiencies or concerns in reprocessing. The device was returned to olympus for evaluation. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel was tested and there was no bacterial detection. After microbiological testing, the returned device was evaluated and there were few findings. Adhesive on bending section cover had a chip. The coating of the connecting tube was peeled. Due to deformation of bending tube, bending angle in upward direction exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The issue was found during reprocessing. The rinse water from the scope was cultured twice according to the guidelines and was found to be contaminated with pseudomonas aeruginosa. The device was brushed and disinfected in between. The user did not report any other contamination or serious deterioration in state of health of any person, to which the scope could have been a contributory cause.